Event description:
During the procedure to retrieve a gallstone, the device did not deploy. Patient required second procedure to remove a stent that had to be placed because of the device malfunction.